Manufacturer narrative:
Corrected data: h6 (clinical and impact code). Updated data: h6 (problem code).

Event description:
It was reported that the patient came to the cath lab presenting with st-elevation myocardial infarction (stemi). The patient was taken to the cvor where they received quintuple bypass surgery. As the patient was being taken off of bypass, their pressures started dropping, so the physician decided to insert an intra-aortic balloon (iab) to provide hemodynamic support. It was noted that the iab was inserted through a 6fr graft in an axillary approach and into the descending aorta. Axillary insertion is not the method described in the device instructions for use. The iab was connected to a cardiosave hybrid intra-aortic balloon pump (iabp) and therapy was started. The customer reported that the pressure waveform was strange on the iabp and they then received a "restriction" alarm on the iabp which stopped pumping. They troubleshooted this and got therapy started again and then received a "gas leak" alarm, which again stopped therapy. They troubleshooted again and got therapy started and it continued to provide therapy for about 5-10 minutes without any alarms. They then received an "autofill failure" alarm and were unable to get therapy started again. The iab was then connected to a second cardiosave iabp, but they received an autofill failure alarm again when trying to initiate therapy. The physician then removed the iab and inserted a second, again through the same 6fr graft in the axillary position and into the descending aorta. Upon initiation of therapy with this second iab, they immediately received the same autofill failure alarm and could not start therapy. They then disconnected this second iab catheter from that cardiosave console and connected it to the cardiosave console that they first used. This also resulted the same autofill failure message, so they were not able to continue to provide therapy to the patient. The patient ultimately passed away. Medwatch report # mw5155021 received 21may2024: a 76 yo male patient brought emergently to operating room from cath lab for salvage of CABG (coronary artery bypass grafting) x 5, ongoing CPR. Iabp(intra-aortic balloon pump) read error message "autofill alert" and this iabp was opened and had the same error message on the console. Patient expired on table due to acute myocardial infarction. Post procedure both consoles were checked by the vendor's technician and passed testing parameters. Ref report: mw5155022. Reference related mfg report #s 2249723-2024-02061, 2248146-2024-00337, and 2248146-2024-00338 for the other cardiosave iabp and the 2 iab catheters used in this event.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had autofill failures.

Manufacturer narrative:
Corrected data: b1, b2, b5, h1. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had autofill failures. It was also reported that there was patient harm that was not related to the iabp.

Manufacturer narrative:
A getinge field service engineer (fse) checked all calibration stats and performed a full function check. Ran device at 130 bpm and performed several successful autofill cycles. Confirmed autofill failure in logs prior to repair but no logs led to mechanical failure. Noticed damaged fiber optic port connector and saline damage on the device printer. None of these failures contributed to the reported autofill failures. Fse replaced connector and printer due to equipment abuse. Device operating per manufacturers specs.unit returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigations), h10.

Event description:
N/a.